Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar, obturator, envelope seal and circular seal all appeared to be intact. There were gouges observed at the distal end of the cannula. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic procedure, the device¿s cannula broke, the distal end of the cannula chipped upon insertion. It is unknown that broken part fell into the patient cavity or not. But the surgeon could not locate missing piece inside of patient. A new trocar was used in order to complete the case. No patient injury.